Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. (B)(4). Device evaluation: the intraocular lens (iol) remains implanted; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported post implant of a model zmb00 intraocular lens (iol) the patient experienced glare. Through follow up, it was learned the patient is still unhappy and is seeing streaks or firecrackers and glare at night. Glasses were prescribed for mild astigmatism and with anti-glare coating without much improvement in symptoms. Visual acuity pre-operative 20/40 and best corrected visual acuity (bcva) post-operative 20/30. The patient has been referred to a retina specialist for consideration of iol removal. The patient does not wish to have another surgery. At this time, the lens remains implanted. No additional information was provided.